Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received via ups in an evolutpro+ 29mm jar with serial number defaced. The valve was returned in clear solution. The valve skirt appeared slightly crimped upon receipt. All leaflets were flexible and intact. Coaptation: as received, leaflets 2 (l2) and 3 (l3) were in the closed position while leaflet 2 (l3) appeared partially open. Commissures: all commissures were intact the valve was submerged in warm saline; valve reset to original state. The valve was then placed in a cold saline bath to perform loading simulation per appropriate instructions for use (IFU). Upon loading, both frame paddles appeared seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced over the valve; no visual or tactile anomalies were noted. To simulate the reported event, the valve was deployed in a warm saline bath. The deployment knob was rotated to expose the valve. The valve continued to be deployed; no anomalies were noted. The valve was then fully deployed; no anomalies were noted during the deployment process. Image review: one static image and four media files were provided for review. Fluoroscopy valve load inspection was provided, and a good load was confirmed. A constrained valve is confirmed in cusp overlap and lao views. The event description states the valve was recaptured, removed from the body, and a balloon angioplasty valvuloplasty (bav) was performed. Per the event description above, a new valve was deployed after the bav with successful expansion of the evolut frame. An underexpanded valve may happen in the absence of a pre bav in select cases. In this case, the physicians and field team followed best practices. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, during the first deployment attempt, it was reported that the valve was severely under-expanded. The valve was recaptured and re-deployed. The same result was reported. The valve was withdrawn and a pre-implant balloon dilation was performed on the native annulus. Subsequently a second valve and delivery catheter system (dcs) were used to complete the case. No adverse patient effects were reported.